Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, the battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, both issues were resolved after leaving the pump plugged into the power source. The customer declined to provide additional information regarding the issue.